Manufacturer narrative:
E1 - initial reporter phone has an extension # (B)(6). The device has been requested to be returned for evaluation, it has not been received. The investigation is pending.

Event description:
The event involved an unspecified microclave end cap where it was reported that the rubber inside the end cap was pushed into cap when flushing a peripherally inserted central catheter (PICC) line causing the PICC line to appear blocked. There was patient involvement and there was a delay in treatment due to the central line was blocked.

Manufacturer narrative:
Received one (1) used list# unknown, clave; lot# unknown. The seal was observed to be stuck down upon arrival. The reported complaint of a stick down could be confirmed. The returned sample was observed to have a stick down upon arrival. The probable cause is from inconsistent lubrication during assembly in salt lake city. A device history review (DHR) could not be conducted because no lot number(s) was/were identified. D9 - date returned to mfg: 6/24/2025.